Manufacturer narrative:
No conclusion can be drawn as repair information was not reported.

Event description:
The customer reported the system displayed a generator error message. This message will result in a no boot, system lockup, and/or shut down. There is no report of a pt injury or death associated with this event.